Event description:
It was reported that the bd luer-lok¿ tip syringe plunger was found broken in half when removing it from the packaging. The following information was provided by the initial reporter: "10ml syringe punger was found broken in half when packing opened. Primary nurse did not use syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-23. H6: investigation summary: one 10ml syringe (p/n 302995) was received and evaluated. The syringe was inside an open blister pack with the batch number 1026195. The thumb rest was partially broken off of the plunger rod. The condition observed was non-conforming per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1026195 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger was found broken in half when removing it from the packaging. The following information was provided by the initial reporter: "10ml syringe punger was found broken in half when packing opened. Primary nurse did not use syringe."